Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert due to an extended charge time. The capacitor maintenance failed and the device was recommended to be replaced. The patient will continue to be monitored through merlin.net and follow-ups.

Event description:
Additional information received indicated that the device was explanted and replaced.

Event description:
Additional information received indicated that the device delivered another alert due to a capacitor charge time out. The patient was brought into the clinic and two loud pops were heard during the device testing. The patient was asymptomatic and was scheduled for a device replacement.

Manufacturer narrative:
No conclusion code available. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The original hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.